Event description:
It was reported the customer had a plastic piece missing from their reservoir. The customer was unaware of how the damage had occurred. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan as their insulin pump needed to be replaced.. No additional information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. Cracked and broken end cap noted.